Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient went swimming, afterwards he did not respond to voices and sounds any more; before he was hearing well.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by excessive mechanical stress is very likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. If further relevant information is made available, the complaint will be reopened.

Event description:
The patient went swimming; afterwards he no longer responded to sound; before he was hearing well.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by excessive mechanical stress is very likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device has not been received for investigation, despite being requested.

Event description:
The patient went swimming; afterwards he no longer responded to sound; before he was hearing well.